Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and neuromuscular problems. It was reported that the patient underwent partial excision of mesh on (B)(6) 2012 due to pain, blood in urine, & recurrence of incontinence. (B)(4).

Manufacturer narrative:
(B)(6). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent interstim complete implant to left side and intraoperative programming on (B)(6) 2013 due to overactive bladder, unresponsive to conservative therapy with positive response on percutaneous interstim testing. On (B)(6) 2013 the patient underwent interstim battery wound revision, intraoperative programming of interstim device due to overactive bladder, being treated with interstim therapy, interstim battery site pain on the right buttock. On (B)(6) 2013 the patient underwent interstim battery site revision, interstim battery placement, intraoperative programming due to overactive bladder, unresponsive to conservative therapy, pain at battery side. On (B)(6) 2014 the patient underwent explantation of interstim ipg and lead, interstim complete left side due to overactive bladder, unresponsive to conservative therapy, failed interstim ipg and lead. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and boston scientific lynx, ams elevate anterior and apical system with inteprolite were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent excision of interstim ipg and lead on (B)(6) 2015 due to pain over interstim ipg in lead site. No additional information was provided.